Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker functions as specified with a new screwdriver in the atrial channel, in spite of the identified damages to this set-screw. In the ventricular channel, the damages sustained to the set-screw cavity did not allow it to be become properly engaged by the screwdriver tip. The damages identified to the atrial set-screw are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in figure 5. Subsequence rotation with the torque screwdriver led to stripping of the set-screw cavity. Regarding the ventricular set-screw, the report of the physician indicates that the ventricular set-screw did not appropriately connect the lead during the implant attempt, but following the procedure, several physicians were able to appropriately fix an adapter in the ventricular channel. It may be assumed that the extensive damage sustained to the ventricular cavity occurred afterward, since it was no longer possible to engage the set-screw during the analysis.

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted.